Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off after toggle was returned to off position. The device kept heating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A microscopic inspection was conducted. The heater wire was slightly flexed at the middle part of the jaw. It remained attached at the tip and base of the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. When the power supply was turned on, the hemopro did not self-activate. After manipulation of the toggle switch, the device turned on, and remained on. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure modes " device remains activated" , and for the analyzed failure" bent wire". Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off after toggle was returned to off position. The device kept heating. A replacement device was used to complete the procedure. The hospital did not report any patient effects.